Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. There was no report of patient harm or injury. The device was evaluated at a third-party service center. The device log files were successfully downloaded and reviewed. A "ventilator inoperative" alarm was identified related to err_dsp_motor_failure, indicating a motor-related fault condition. No service documentation was provided specifying the root cause or identifying the component replaced to resolve the reported condition. In addition, there was no evidence of foam particles or degradation. The back cover of the device was found to be missing at the time of evaluation. The customer complaint was not confirmed. The device was scrapped.

Manufacturer narrative:
The reported failure of ventilator inoperative alarm related to a motor-related fault condition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.